Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced dry eye and blurred vision on the left eye (os) at a 3 month post op exam. A description from the surgery center indicated the patient had initial laser treatment in 2015 and a mono vision (mv) reversal treatment was performed on (B)(6) 2017 due to the patient¿s request for an enhancement. The enhancement was not due to loss of 2 or more lines of bcva. The patient¿s complaint was of blurred vision and dry eye. The patient was seen again on (B)(6)2017 and patient still had the symptoms and patient will continue the acular eye drops that were prescribed. The patient chief complaint was of blurred vision on the left eye and dissatisfaction of os vision currently. At this time, the symptoms are being managed. Bcva from (B)(6) 2017. Left eye post-op 20/20 -1.25 x -.50 x 15.